Manufacturer narrative:
The adc meter was returned for investigation. The meter did not confirm the reported issue. The meter powered on with button depression and insertion of both cal bar and strips. Calibration was recalled successfully. In addition, the requested test strips were not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer's son called customer service on (B)(6) 2011 to request assistance coding customer's adc blood glucose meter. Caller indicated they had test strips that did not require coding, but their meter did require coding and they did not have the rom calibration bar to use to convert the meter to a non-coding meter. He further reported that because they could not use the meter, customer subsequently experienced dizziness. Customer self-presented to her healthcare provider, was diagnosed with hyperglycemia and was treated with an unspecified intravenous infusion. Caller did not know if the customer attempted to self-treat for her symptoms. Customer service provided training on the calibration process. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.